Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right ventricular (rv) pace impedance of 2,086 ohms. The lss was also previously triggered in december 2020 due to high impedance. There was low-level noise on the rv channel that was not being sensed and isometrics (shoulder movement) produced noise on both the atrial and ventricular channels. The noise on the leads (non-boston scientific products) was an ongoing issue. Technical services recommended programming the rv lead to unipolar pacing and bipolar sensing. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right ventricular (rv) pace impedance of 2,086 ohms. The lss was also previously triggered in (B)(6) 2020 due to high impedance. There was low-level noise on the rv channel that was not being sensed and isometrics (shoulder movement) produced noise on both the atrial and ventricular channels. The noise on the leads (non-boston scientific products) was an ongoing issue. Technical services recommended programming the rv lead to unipolar pacing and bipolar sensing. The pacemaker remains in service and no adverse patient effects were reported. Additional information received indicated that the pacemaker was currently programmed to unipolar pace and bipolar sense due to the lss, with atrial pacing only. The ra and rv lead noise continued; however, it was not being sensed. The patient performed physical maneuvers to assess lead integrity which resulted in sensed noise on both the ra and rv channels and a feeling of chest pressure during the exam. It was discussed that the patient's chest symptoms were related to the physical movement and not the pacemaker system. It was planned to continue to closely monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the lead safety switch (lss) of the pacemaker was triggered due to right ventricular (rv) pace impedance of 2,086 ohms. The lss was also previously triggered in (B)(6) 2020 due to high impedance. There was low-level noise on the rv channel that was not being sensed and isometrics (shoulder movement) produced noise on both the atrial and ventricular channels. The noise on the leads (non-boston scientific products) was an ongoing issue. Technical services recommended programming the rv lead to unipolar pacing and bipolar sensing. The pacemaker remains in service and no adverse patient effects were reported.